Event description:
It is reported that the device was implanted in 1989, and revised in 2009, due to the acetabular shell fracturing.

Manufacturer narrative:
Evaluation summary: the devices were in vivo for approximately 19 years and 10 months. Sem analysis of the shell fracture surfaces was conducted on the large piece and one of the small pieces. Fracture on the small piece appeared mechanically deformed in the post fracture condition. Typical fracture surface features are show in the attached micrographs. Fatigue striations and crystallographic fracture features were observed. The shell fracture appeared to have occurred by fatigue. Eds analysis of the shell material showed a titanium peak in spectrum typical of cpti (commercially pure titanium). The presence of a bone graft seems to indicate the patient's bone quality was poor which could have lead to inadequate bone support for the shell and/or the possible collapse of the graft. The worn screw head seems to indicate that the shell and malleolar screw somehow came into prolonged contact, possibly as a result of poor bone quality allowing component migration. The prolonged contact and inadequate fixation could lead to wear and eventual fracture of the shell, but this can not be determined without all fragments of the shell or conclusive evidence of shell-screw contact. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.